Event description:
It was reported that during a coronary drug eluting stenting procedure, the shaft of the delivery device fractured. While the physician was trying to advance a taxus express2 2.5 x 24 mm across a lesion in the circumflex, the taxus delivery device fractured. It was removed successfully removed intact and they used another of the same device. There was a previously deployed stent (unknown size and type) at bifurcation of this lesion. No pt injuries or complications were reported.